Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose value was around 210 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy.